Event description:
A consumer was reportedly diagnosed with an infectious corneal ulcer. The consumer wore the lens and experienced discomfort in the left eye. The following day, the consumer saw a doctor, was diagnosed with a corneal abrasion, and was treated with moxifloxacin. Two days after the initial discomfort, the consumer experienced pain, swelling, and light sensitivity. They saw a doctor again and were diagnosed with a corneal ulcer. The consumer was given moxifloxacin and cyclogyl. Five days after the initial event, the consumer saw a doctor and was diagnosed with an infectious corneal ulcer. Seven days after the initial event, the consumer was advised to discontinue the cyclogyl and was prescribed prednisolone acetate. Eleven days after the initial event, the consumer went to the doctor and presented with a temporal paracentral ulcer and a new corneal scar in the central 6mm of the corneal. The consumer was prescribed valtrex and viroptic. The likely cause of the event is contact lens associated keratitis. The consumer is still under treatment.

Manufacturer narrative:
The product is not available for evaluation as it was discarded. The review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. It was determined that there were no recorded irregularities within the lot. Based on all information, no causal factors can be determined and no conclusion can be drawn.